Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. There was also hight thresholds on the right atrial (ra) lead. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008; (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.